Manufacturer narrative:
(B)(4). Implant date: sometime between 1990-2000. Concomitant product(s): pn 00801803202 ¿ cocr femoral head ¿ ln unknown l. Customer has indicated that the product will not be returned to zimmer biomet for investigation, the devices have been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04834.

Event description:
It was reported patient underwent right hip revision approximately 18-19 years post implantation due to dislocation. Patient was noted to have traumatic fall causing injury to abductor tendons causing instability in the hip and fluid buildup. Operative findings included patient had elevated metal ion levels and extensive metallosis of the periarticular tissue. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: unknown stem - unknown part and lot unknown screw - unknown part and lot reported event was confirmed by review of medical records. Medical records note that the patient suffered a dislocation following a fall in the shower and a second dislocation while bending over. Patient underwent reduction in the emergency room for these events, however the patient continued to suffer from pain. A CT scan notes screws anchoring the acetabular shell could be seen protruding through the medical cortex of the right hemi pelvis posteriorly. Review of the operatives notes from the patients revision surgery confirms that the patient underwent a revision due to dislocation. During the surgery, bloody fluid collection was encountered and extensive metallosis of the periarticular tissue was observed. The hip abductors were completely detached from the greater trochanter. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 06980

Event description:
No additional event information to report at this time.